Event description:
According to the reporter, during the laparoscopic nissen procedure, the needle broke in the device while changing side, the distal end stayed in the needle holder. The device also had difficulty in toggling. Another endostitch device was used in order to complete the case. There was no patient injury involved regarding the event. No additional information was provided. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.